Manufacturer narrative:
This supplemental report is created with reference to manufacturer's report number to update manufacturing site.

Event description:
The customer reported that avalon fm30 fetal monitor has no sound. The inop message was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that avalon fm30 fetal monitor has no sound. The inop message was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that avalon fm30 fetal monitor has no sound. The inop message was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.